Event description:
Reportedly, during incoming inspection at the distributor on 6 december 2018, the subject lead was determined to be non-conforming because foreign material was observed inside the blister. Preliminary analysis results revealed that the device was manufactured according to all applicable procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on 6 december 2018, the subject lead was determined to be non-conforming because foreign material was observed inside the blister. Preliminary analysis results revealed that the device was manufactured according to all applicable procedures.